Event description:
It was reported that (1) ems was used during a hernia repair procedure. It was reported by the rep that the staples not feeding out. It is unknown how the case was completed. There was no consequence to pt.